Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported the device and remote weren't working. According to the consumer it had been about a year since they charged and everything was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.